Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that, during pretest, the user was unable to infuse the water when injecting.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that, during pretest, the user was unable to infuse the water when injecting.

Manufacturer narrative:
Received only catheter. The reported event was unconfirmed, as the problem could not be reproduced. Per visual inspection: inspected the exterior of the samples and did not find any evidence of a failure that would support the reported event. Per functional evaluation:(specification=able to inflate and deflate catheter without difficulty) - tested using lab syringe, inflated the balloon with 10cc water using normal fill technique and the balloon inflated without difficulty in 15sec and 16sec and the inflation funnel did not balloon out during inflation. - deflate and re-inflated again the balloon with quick fill technique and the balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. Dissected and did not find anything to contribute to the reported problem. Dimensional evaluation: eye snip length 3/32¿, eye snip width 1/32¿, eye snip distance from distal cuff 12/32¿, eye snip distance from proximal cuff 8/32¿, rubberize thickness 12 thou, reinforcement 185 thou, inflation funnel thickness 51 thou, balloon thickness (average) 21 thou, inflation lumen coverage 11 thou. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not inflate the balloon in the urethra. (The urethra may be injured)." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the pretest, the user was unable to infuse water into the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that, during pretest, the user was unable to infuse the water when injecting.